Event description:
It was reported that during evaluation of the device, it was determined that the glenosphere inserter tip device was stripped/twisted/cross threaded. It was initially reported that the threads were damaged.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, "it was reported that damaged threads." The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the inner threads of the glenosphere inserter tip were stripped. No other damage was observed. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly, overtightening, prying motion while assembling and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.